Event description:
The nurse had her hand around the foot section at the point indicated trying to calm a restless pt. Another person was lowering the table and foot section. As the foot section lowered, the telescoping action trapped her fingers on the underside between the foot upholstery and the foot section back.

Manufacturer narrative:
Midmark's analysis has determined that an unintended use resulted in an unanticipated pinch point. The intended use of the product is to positon pts so that they are more easily accessible to the health care provider. The intention is that the caregiver will operate the examination table using the handheld or foot control and that no one but the pt will be in contact with the table while it is moving. The foot section must be approaching its lowest point, in relation to the table, in order for it to create the reported pinching hazard. At this point, the pt does not have access to the area and it appears that the caregiver would be placed in an awkward position in order for them to be at risk. The incident report indicates that a second person was operating this table while a nurse was holding onto the underside of the foot section when the incident occurred. No other incidents of this type have been reported.